Manufacturer narrative:
A supplemental MDR is being submitted after further clinical review and after additional information was provided by the edwards field clinical specialist. During further clinical review and after additional information was provided by the edwards field clinical specialist, the aortic insufficiency (ai) was confirmed to be paravalvular and not a central leak. There was no allegation or indication of an edwards thv device malfunction or adverse event associated with an edwards thv device. Per FDA exemption e2016006, the event will be documented in the tvt registry. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
A supplemental MDR is being submitted based on updated information provided by the edwards field clinical specialist.

Event description:
It was confirmed there was no leak through the valve leaflets, the leak was around the valve (paravalvular leak). After 2nd valve was implanted the leak was resolved.

Event description:
As reported by the edward field clinical specialist, after deployment of a sapien 3 ultra valve in the aortic position, aortic insufficiency (ai) was noted on angio possible over the skirt due to low implant of the valve. A decision was made to implant a 2nd sapien 3 ultra valve. This was a lvad case and the patient was being treated for aortic insufficiency. Per report, the first valve was implanted and it was discussed that there may be some ai over the skirt due to the low implant.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.